Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. E3: occupation: cath lab manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: post cardiac catheterization, the tr band would not hold air. 18ml of air was injected into the tr band; however, the tr band was noted to be losing air approximately five minutes after inflation, by the time the patient got to the recovery area. It was unknown where the tr band was leaking air. A second band was placed to achieve hemostasis. The patient was stable, and no blood loss was reported. There was no noticeable damage to the device. The device was not manipulated in any way. The product was stored in the stock room.